Manufacturer narrative:
Result: brake linkage was tied into the brake rings.

Event description:
It was reported by service report that the bed left side brakes would not set when the pedal was pressed down. And the right side brakes had reduced force. It is unk if there was pt involvement or if there were adverse consequences to report.